Manufacturer narrative:
Three samples were returned for investigation for interference testing. An interfering factor to the idiotype was identified in two of the three samples returned. Both samples were hemolytic. The third sample was found to be in the normal range. The interfering factor to the idiotype most likely caused the falsely high ft3 value only for the hemolytic samples. The ft4 and tsh results were found to be in the normal range.

Event description:
The customer alleged they received a questionable free triiodothyronine (ft3) on their e411 rack analyzer. The patient's initial ft3 result was 26.26 pg/ml accompanied by a data flag. As the initial result did not fit the normal thyroid profile, the sample was repeated on a vidas analyzer and the result was 3.48 pg/ml. The repeat result was reported outside the laboratory. It was unknown if there were any adverse events. The ft3 reagent lot number was 167168 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).